Event description:
Reference number (B)(4). Event occurred in italy. T was reported that the patient experienced a low blood glucose event of less than 50mg/dl on (B)(6) 2026. The patient received treatment with sugar, and the event subsequently resolved. The cause of the event was that the patient was not disconnected during the rewind/prime sequence. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress e1: patient city: (B)(6). Patient country: italy.